Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. Visual examination of the unit confirmed that the coil cap was separated from the cover. The root cause of this condition was determined to be warping of the housing due to exposure to high temperature. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. This product is not distributed in the u.s. And does not have a 510(k) number. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.

Event description:
Baxter (B)(4) received a report that a folfusor had a separated cap, found before use. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.